Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, it was observed that the device does not power off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer states during unit setup the unit powers on with the last settings used and is noisy not excessively noisy. The rse inquired if the unit powers on and off correctly and customer verified that it did, confirmed the unit cycles normally without alarms being triggered when test adapter is in place. The customer requests assistance to verify if unit is operating correctly. The rse advised customer to return unit to respiratory and work with rt to verify unit is operating correctly or if a specific problem is noted and to follow up for further service. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.